Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient's daughter reported that the patient's infusion set's tubing pulled out of the belly and it came out in the middle of the night. No further information available.